Event description:
A complete se stent was used to treat a dissection of the sfa vessel of the right leg. Approximately 22 months post the procedure, it is reported that the patient underwent a target vessel revascularization to the sfa vessel of the right leg . Three non medtronic pta balloons and three non medtronic stents were used during the revascularization. Investigator assessed the event as probably related to the device and probably related to the procedure.

Manufacturer narrative:
The investigator assessed that the adverse event (ischemia of right leg due to stenosis right common iliac artery, restenosis canal of hunter and occlusion of popliteal artery) is possibly related to the drug.

Event description:
The previously reported rf5 ischemia of the right leg due to stenosis which occurred approx 20 months post index procedure, was also treated with amputation of the right forefoot approx 23 months post index procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (tvr), conclusions: inherent risk of procedure ¿ (tvr). (B)(4).